Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has a tear in the optic. There is debris on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v into patient's eye with no damage to the lens or the patient. However, the surgeon removed the lens because he wanted a different size lens. The lens got torn by the surgeon upon removal from the eye. The reporter stated that there was no malfunction of this lens and no patient injury. This lens was a replacement lens for one that was being explanted, see manufacturer report number 2023826-2007-01692.